Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and myasthenia gravis ("autoimmune disorder- type of disorder: myasthenia gravis") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included diplopia, generalized muscle weakness and haemorrhagic anaemia. Previously administered products included for alopecia: progestin-containing birth control pills; for an unreported indication: imitrex and ibuprofen. Concurrent conditions included ptosis of eyelid (more severe on the left side), thymus enlargement, thymus hypoplasia, weakness muscle, dysphagia, neck swelling, hematoma, uterine bleeding and paratubal cyst. Concomitant products included anabolic steroids, docusate sodium (colace), escitalopram oxalate (lexapro) from 2015 to 2016, iron from 2008 to 2017 and tramadol hydrochloride (ultram). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2007, the patient experienced myasthenia gravis (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with pyridostigmine bromide (mestinon), surgery (hysterectomy with bilateral salpingectomy) and surgery (underwent thymectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, myasthenia gravis, abdominal pain, vulvovaginal pain, migraine and headache outcome was unknown, the genital haemorrhage, abdominal pain lower, menorrhagia, dysmenorrhoea and vaginal haemorrhage was resolving and the fatigue had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, myasthenia gravis, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet and medical record received, reporters added, events added: abnormal bleeding (menorrhagia), autoimmune disorder: myasthenia gravis, migraines, headaches, dysmenorrhea (cramping), fatigue. Surgery (other: thymectomy) added as treatment, concomitant drugs added, historical drugs added, historical condition added, concomitant diseases added, lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.